Event description:
It was reported during a thoracotomy, bilateral lung mass, the device fired the first time and the staple line did not hold. The surgeon completed the surgery with suture. The consequence to the pt is unk and the rep will attempt to obtain further info. 04/07/1998 the rep said the doctor is still out of town. The instrument is being returned. 04/08/1998 the rep said he is picking up the instrument today and the hosp would not give it up before now because they were checking it out.

Manufacturer narrative:
Proximate heavy wire linear stapler-based upon the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. The staple heights and staple formation were measured and were found to be conforming with respect to manufacturing requirements. It could not be determined as to why the staple line reportedly did not hold.